Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The physician was dissatisfied with the design of the electrograms (egm) storage as they were not able to view the longest episode of atrial tachycardia (at)/atrial fibrillation (af). This was reviewed by trained personnel, and it was determined that the device was functioning as programed as it had reached a set of predetermined conditions that stops collecting this data. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.